Manufacturer narrative:
Method: film evaluation. Results: occlusion, anatomy related; small distal aorta. Conclusion: anatomy related; small distal aorta.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm in diameter abdominal aortic aneurysm. Proximal neck was 19.5-22 mm in diameter. Distal diameter was 10 mm in diameter. Right iliac was 13.5 mm in diameter and the left iliac was 8 mm in diameter. Right femoral was 13 mm in diameter and the left femoral was 8 mm in diameter. There were no issues during initial deployment. It was reported that twelve days post index procedure an occlusion in the main body limb was discovered. A fem-fem bypass was performed the same day. The cause of the occlusion was determined to be caused by the narrow distal diameter of the aorta (10 mm). The occlusion occurred in the main bifurcated stent graft where it overlapped with the contralateral limb. It was confirmed that the patient recovered and was discharged from the hospital. No additional clinical sequelae were reported, and the patient is fine. A review of single returned pre-implant cta slice shows the likely distal aorta, which necks down sharply to approx 10mm in diameter.